Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
A consumer implanted for spinal pain reported via the manufacturer's representative (rep) the screen on the recharger froze when using the antenna locate feature. It was reviewed how to perform a reset, but it was unknown if this resolved the issue due to lack of access to product. It was further reported that two weeks ago the consumer fell and was hospitalized, and hadn't recharged or felt stimulation since. The rep wasn't sure if the implantable neurostimulator (ins) was discharged or overdischarged. The rep. Performed a short physician mode recharge (pmr) and tried to start a recharge session but the recharger couldn't connect with the consumer's ins. It was noted the recharger froze again when using the antenna locate feature but this was resolved after pressing the x button and waiting two to three seconds until the icons showed up on the top row of the recharger. The rep. Then started a pmr session and cleared the power on reset (por) and charged the device. It was noted the por was due to the consumer being hospitalized and being unable to charge their battery. Following this the inability to connect was resolved. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.